Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock became disconnected. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer replaced the infusion set.